Manufacturer narrative:
Pump was received with button error alarm due to moisture damage on keypad traces. No stuck button noted. Unit had cracked display window corner.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was performed. The device was returned for analysis.